Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/06/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4. H6 component code: g07002 device not returned. Investigation summary: the product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that one opened box with several unopened samples of product code ep8755 could be observed. The condition reported could not be observed in the picture. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device lot number pjr667 / ep8755h56, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm how many devices presented "suture fraying" during this single procedure (CABG)? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, the suture frayed. There were no adverse patient consequences reported. Additional information was requested.